Manufacturer narrative:
This complaint was created from a clinical review so no product was returned for evaluation as device is still in-situ and no radiographs were provided. Patient's bone quality is unknown. Review of the reported information suggests implant selection, malpositioning during the initial placement, and/or patient's bone quality as cause or contributors though no definitive root cause can be determined. Surgeon notes fusion completed therefore no revision surgery was conducted. No additional investigation necessary. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation" "warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure".

Event description:
Information was received via an extreme lateral interbody fusion clinical review that on (B)(6), 2018 a patient underwent an extreme lateral interbody fusion. At the 1 month visit there was some subsidence of the spacer into the bottom of the l4 vertebra with a mild vertebral fracture in the anterior aspect of the l4 vertebral body noted. There was no overt failure noted. The construct was stable at the 1 year visit with solid fusion noted at l4/5.